Event description:
The customer reported the alarms were not audible however the alarm light was flashing; this was observed while the device was being prepared for use on a patient . There was no patient harm.

Manufacturer narrative:
The manufacturer's bench technician replaced the primary alarm and the user interface board to address the reported issue as a precautionary measure. The bipap focus tui board was tested and no failures were identified.